Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room and admitted into the hospital on (B)(6) 2021. Customer blood glucose level was 29 mg/dl when admitted to hospital. Customer current blood glucose level was 400 mg/dl. The customer was treated with food and glucose tablets. Customer did not show symptoms related to low blood glucose level. Customer was treated with intravenous infusion and glucagon in the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The device will not be returned for analysis.